Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode inner conductor coil had a break at the distal end of the terminal pin. Based on the bird nesting of the coil, this is most likely the result of trying to retract the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that the right atrial (ra) lead was attempted to be implanted. The ra lead helix was able to extend. The helix was retracted and the lead was repositioned. The helix was extended again, but the ra lead fell out and the physician was unable to retract the helix again to reposition. The ra lead removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.